Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline smooth breast implant had a crease/fold on the posterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no lot number was provided, no manufacturing record evaluation could be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
One unspecified mentor smooth saline implant was received by the mentor failure analysis lab on (B)(6) 2021 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.